Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator's air gas module was found contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information liquid had entered the air module due to the hospitals compressed air system. Correcting the hospitals air system solved the issue. No log files or service report have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the hospitals air system was the cause of the failure. However, the root cause has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).